Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The 8 devices were evaluated in the field and the issue was confirmed; 4 devices had a damaged/broken component, 3 devices had a calibration issue, and 1 had a loose comonent. The devices were repaired and returned. The 12 devices was evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.